Event description:
I'm a female at age (B)(6), fell backwards from pulling object that gave way, landing on garage floor, shattering hip on (B)(6) 2005. Had total hip replacement with depuy articul/eze femoral head ref 1365-12-000. Immediately after surgery developed groin, thigh and hip pain, had to use cane to walk, pain with walking and weight bearing, hip wold lock up when trying to stand, skin was hot to the touch on side of hip replaced. Knew there had to be inflammation in hip. Became anemic, but doctors couldn't find where blood loss was coming from. Did everything doctor said to do, rehab at least 3 times, had steroid shots and was told it was all in my head by doctor. Anemia worsened, went to blood specialist (B)(6) 2014, who suspected myeloma. Went to another hip doctor who replaced hip on (B)(6) 2014. Diagnosed with smoldering myeloma (B)(6) 2015. Feel like the myeloma has developed from a bad hip replacement product that was installed and never worked properly.